Manufacturer narrative:
Returned device was received in worn physical condition. During the evaluation of the device, the issue was unable to be replicated. The pump was replaced as a preventive measure even though no fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer's pump was not circulating. There were no reported adverse events.